Event description:
It was reported that the lead had dislodged. A significant decrease of r-waves and increase in capture thresholds were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.